Event description:
It was reported that the user experienced intermittent communication between the dexcom g7 cgm and the ilet, resulting in a temporary signal loss that resolved during the call, consistent with a communication failure associated with the antenna/electrical component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet, characterized as intermittent communication failure related to the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.